Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported degeneration/deterioration was unable to be confirmed due to unavailability of returned device/medical records/relevant imagery. A review of the DHR provided no indication that a manufacturing non conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported approximately 4 years post implantation of a 20mm sapien 3 ultra valve in the aortic position, valve failure was identified and the patient is being worked up for an explant. Mode of failure was reported as stenosis but per the fcs there is an allegation of early degeneration and patient symptoms were not provided at this time . Due to limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported degeneration/deterioration was unable to be confirmed due to unavailability of returned device/medical records/relevant imagery. A review of the DHR provided no indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, the patient had vast comorbidities (e.g. A dm-insulin, htn, hld, hypothyrodism, etc.), which are known factors that may increase the risk of valve degeneration with stenosis and regurgitation as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaints event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by the edwards lifesciences field clinical specialist (fcs), approximately 4 years post implantation of a 20mm sapien 3 ultra valve in the aortic position, valve failure was identified, and the patient is being worked up for an explant. Mode of failure was reported as stenosis but per the fcs there is an allegation of early degeneration and patient symptoms were not provided at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: b5, b7, g3, g6, h2, have been updated.

Event description:
Additional information: as reported by the edwards lifesciences field clinical specialist (fcs), approximately 4 years and 6 months post implantation of a 20mm sapien 3 ultra valve in the aortic position, a valve in valve was performed with a 20mm sapien 3 ultra resilia valve. Mode of failure was reported as stenosis but per the field rep there is an allegation of early degeneration. Patient symptoms were shortness of breath and heart failure.